Event description:
It was reported that a month after implant procedure, there were concerns of this right atrial (ra) lead to have dislodged. This ra lead dislodgment was observed through fluoroscopy. The physician performed a lead revision procedure on this ra lead. Device remains in service. No additional adverse patient effects were reported.